Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: a90300, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the patient noticed a message on their handset that said "your device may need to be updated" with the numbers 605 or "14 something" at the top of the screen. The patient said they saw this message in the recharger app as they were charging their implant. The patient mentioned that this was not the first time they noticed this message, noting that sometimes the message goes away and doesn't come back, but this morning it came back. The patient also mentioned that they saw a "rusty orange" color on the screen when they noticed the message. At one point during the call, the patient got a message that said "your device does not meet the compliance standards set by your admin," but agent was not sure what app the patient was in when they got that message. Despite the message they saw as they were charging their implant, the patient said they were able to charge their implant to 100%. The patient lost their wireless recharger (wr) during the call. The patient said they will call back to resume troubleshooting after they find the wr. Pt called from number in phone 2 field, for further assistance they have their recharger in hand now. Reviewed the messages sound like they are messages about their handset apps and suggested to work on ensuring they have the most up to date app versions on their handset. Pt said they do not think they can use their handset (on their own), one day they could not get anything on it (the handset) they always bring their equipment with them when they see their doctor. Recommended pt continue bringing the equipment with them to doctor's appointments, reviewed the doctor can ensure the app versions are up to date or call back when they have someone to help use the handset. Additional information received from the consumer reported the cause of the recharger app message was due them falling and someone picking them up under their arms and pressing hard in the area of the battery. The patient mentioned the battery gave them a ¿shock¿ one day, but nothing was done to resolve the issue even after they told their physician.